Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional information was requested 02/03/2011 and 02/16/2011 by mail, fax and phone. Additional information was received 02/10/2011 by phone. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported an unexpected postoperative refraction following intraocular lens (iol) implant surgery. In a follow up, the surgeon does not blame the lens for the event, stating the refractive surprise is due to a change in astigmatism postoperatively, but he does not know the reason for this change. Additional information has been requested.